Manufacturer narrative:
This product is not distributed in the united states; however, it is similar to a product that is sold in the united states. This report reflects an event involving one of two devices that were implanted in one patient. Please refer to manufacturing number 9616099-2007-00121 for the other device.

Event description:
Patient died of an unknown cause fourteen months after implantation of two cypher stents in the proximal right coronary artery. The vessel was de novo, eccentric, diffused and slightly calcified without bifurcation. It was a type c classified flexion lesion 23.4mm long with vessel a diameter of 3.13mm and 59.9% stenosis. Femoral approach was chosen for the procedure. Pre-dilation was conducted with a balloon (3.5/15mm) at 16atm. Inflation time was unknown. Cypher (3.5/23mm) was implanted at 16atm for 16~30 seconds at the target lesion. Cypher (3.5/18mm) was implanted at 20atm for 31~60 seconds without a gap. It is unknown which stent was proximally implanted. Post-dilatation was not conducted. Timi flow before and after the procedure was 3. The residual % of stenosis was 0%. Intravascular ultrasound (ivus) was conducted. Eight month follow up coronary angiography showed no problems with the stents. However, the patient died seven months later of an unknown cause. According to the patient's physician, the cause of death is unknown and it is highly likely that it is non-cardiac, therefore, has no relation with the cypher.